Manufacturer narrative:
Physio-control evaluated the removed user interface pcb assembly. Physio determined that the cause of the reported issue was due to a crystal, designator y1 on the user interface pcb assembly having no output and being electrically open. This crystal, designator y1 not having any output caused the device not to complete a boot cycle and to lock up with a white screen.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the user interface pcb assembly. Proper device operation was then confirmed through functional and performance testing. Following repair, the device was returned to the customer for use. (B)(4).

Event description:
A customer contacted physio-control to report that their device did not respond to its analyze button during resuscitation of a patient. An analysis of the patient's heart rhythm could not be completed. A back-up device was then used to continue treatment. During device evaluation, physio-control observed that the device's display turned white, which is indicative for a device lock-up. The device would not respond to any button being pushed, except for the on/off button. There was no adverse patient outcome reported.